Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported patient underwent a right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, a malpositioned acetabular cup, loose femoral stem and fluid on the posterior lateral were noted. The fluid measured 14.6 x 11.8 x 14.9 x .00. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05988 / 05989).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) post market surveillance study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, a malpositioned acetabular cup, loose femoral stem and fluid on the posterior lateral were noted. The fluid measured 14.6 x 11.8 x 14.9 x .00. These findings were found due to follow up testing, there were no symptoms reported by the patient. Additional information received from clinical study data noted that the patient experienced a limp, leg length discrepancy and moderate trochanter and buttocks pain.